Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient. They reported that the cause of the overstimulation was not determined. The steps taken for resolution was patient met with a manufacturer representative who changed the settings to program 3 at stim 0.7. The setting overstimulated the patient's bowels so they turned it back to the original settings. The issues have not resolved yet. The device was still in use.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that since the patient had the implant, they had not had any adjustments. They said the therapy was not working as well as they hoped. They were getting less then 50% relief of symptoms. Every time they talked to their doctor, they said to call the manufacturer. They were told to wait at least two months with the setting they left with from the hospital. They saw the doctor a week or two ago, and they said to call the manufacturer to adjust the settings. They also told the patient that maybe they wanted to sit down with the manufacturer representative and talk to them. The doctor was going to contact the representative, but the patient had never heard from anyone. It was offered to send a message to the representative to call the patient. The patient said they would just wait and see if adjusting the settings helped first. The patient's current settings were checked, and they were on program 1 at 0.7 volts. On the call, they increased the stimulation to 1.0 volts. They said they could feel the stimulation, and it was comfortable. They were told to monitor their symptoms for a couple days and see if the symptoms improved. The patient commented they would get a little sore in the "urine area" if "stimulates too much." They would maintain the stimulation level, and would continue to track their symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device does not seem to be helping the patient's issues. They still have problems with frequency, urgency, and leakage. They reported that they don't understand how the different program settings help and what to set it on. No step are being taken at this time to help.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.